Event description:
It was reported that once the implant procedure was completed and the device was programmed, it was evident the atrial lead was dislodged. Lead repositioning was programmed for another day. Prolongation of existing hospitalization was reported. The lead was repositioned two days after implant. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.